Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw had to be explanted during revision surgery. When the surgeon tried to align the head of the screw with the head adjuster the inner parts of the screw head got loose and it made great difficulties to remove the screw.

Manufacturer narrative:
The expedium 5.5 di favored angle ext. Tab 6mm polyaxial screw was returned for evaluation. Visual inspection revealed that the cap had rotated approximately 25 degrees from its intended location. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however the noted damage suggests that the screw may have been subjected to higher than anticipated force. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.